Event description:
Caller reported that pump's quick bolus or wake button was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed to ensure the pump was not connected to a power source and to use the tip of their finger to firmly press the button. Although the display did turn on, the button remained difficult to press. Customer did not use a pump case and agreed to replace the pump. Customer planned to use multiple daily injections (mdi) as backup therapy during the replacement process. Customer was instructed on how to store the pump before returning it and agreed to return the problematic pump using a prepaid label within 10 days.